Manufacturer narrative:
The insulin pump had all segments display properly. No missing segment noted; however, the device had 3 ink spots/bleeding next to the am/pm time symbol. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that the insulin pump had three symbols at the top of the display next to the time. Blood glucose value was 223 mg/dl. The customer removed the battery and stated that the symbols did not disappear. The insulin pump was replaced and returned for analysis.